Event description:
Analysis of the usb cable was completed on 07/12/2016. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
The physician's office reported that they needed a new serial cable for the programming tablet. A new cable was sent to the physician which resolved the issue of the communication difficulties with when trying to interrogate the devices. The physician had a backup programming system so no patients were affected. The faulty serial cable is expected to be returned for analysis, but has not been received to date.

Event description:
The usb cable was received for analysis. Analysis is underway, but has not been completed to date.